Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to retrieve error code on master tool manipulator left (mtml) for standalone console. Fse replaced mtm to resolve issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed. No field logs are available for the reported event date. The unit was installed on an in-house system and driven with in-house instruments. No issues were observed and the unit passed system test. After installing on a test system and running the fitness test, the unit failed for gravity balance test post sine cycle, but passed after running calibrations. The unit failed during regular 1hr sine cycle. The following errors were observed: 32097, 25730, 32125, 25732, 32126, 23008, 32133, 25732, and 307. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of reported issue is attributed to a node that was not present caused by an electrical component failure of the slipring, slipring constraint, manipulator controller master forearm (mcmf) printed circuit assembly (pca), and manipulator controller master platform (mcmp) pca on the mtm. The issue was resolved by replacement of the mtm.

Event description:
It was reported that during a training/demo of the da vinci system, one of the surgeon side consoles (ssc) was experiencing errors forcing a reset. The caller indicated that they had moved the affected console out of the room and are continuing with only one ssc for the session. There was no report of patient involvement.